Event description:
According to the distributor's report, the device was used to close a biopsy incision. Within seconds the site became red and swollen. The pt was kept overnight for observation and given steroid treatment. The pt was discharged the next day with no further complications.